Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the IV tubing free flowed during an infusion of dextrose IV fluid to a premature baby for approximately 45 minutes. When pulled from the pump, the tubing was not clamped. There was no patient impact.

Manufacturer narrative:
The customer¿s report of the IV tubing free flowed during an infusion of dextrose IV fluids for approximately 45 minutes, when pulled from the pump, the tubing did not clamp was not confirmed. Physical inspection noted the device to be in good condition. Review of the pump module s/n (B)(6) recorded no errors or malfunctions on the reported incident date. Analysis of the pump module event log did not identify any irregularities. The log did identify 2 ¿flow stop open¿ alarms (safety clamp open). The total time of the both alarms is twelve (12) seconds. Functional testing of the device using 5 new administration sets, failed to produce a ¿free flow¿ event. The device was found to be out of calibration and completed with no anomalies. Rate accuracy testing found the device delivering IV fluids within specification. The root cause of the customer¿s report of a free flow event was not identified.

Event description:
It was reported that the IV tubing free flowed during an infusion of dextrose IV fluid to a premature baby for approximately 45 minutes. When pulled from the pump, the tubing was not clamped. There was no patient impact.